Manufacturer narrative:
Additional information has been requested from the field. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.